Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device was interrogated and the connection was lost. Another attempt to interrogate the device was made and the device was noted to be in backup mode. No intervention was performed and the patient was stable with no consequences.

Event description:
Additional information received indicated that the device was explanted and replaced due to normal battery depletion. The patient was stable following the procedure.

Manufacturer narrative:
The reported event of backup mode was confirmed. The cause of the backup operation is due to normal battery depletion. Longevity calculations showed the battery was expected to be past end of life (eol) when the field event occurred, and normal current draw was found in the device electronics.